Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2014 with a bifurcated and a suprarenal aortic extension. Upon follow up on (B)(6) 2015, computed tomography showed sac growth with a possible type 1b endoleak coming from the right iliac. Secondary procedure occurred on (B)(6) 2016 where the physician elected to implant 2 limb extensions to seal the endoleak. Patient is stable.